Manufacturer narrative:
Additional information: b5 (event description) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius technical support that a fluid leak was discovered from the patient line of the liberty cycler set during fill 1 of the patient¿s peritoneal dialysis (pd) treatment on the liberty select cycler. The cycler alarmed with an m31 air detected in cassette error twice during drain 0 of 5. No fluid leak was noted. The patient was assisted with bypassing to fill 1 of treatment due to being empty. Upon starting fill 1 the fluid leak was identified. The rn was advised to re-setup treatment with new supplies. Additional information was obtained during follow-up with the rn. The cause of the fluid leak was determined to be a loose connection as a result of a product defect with the liberty cycler set. Treatment was re-setup with new supplies. The patient completed treatment without experiencing an adverse event, serious injury, or requiring medical intervention. No sample was returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported to fresenius technical support that a fluid leak was discovered from the patient line of the liberty cycler set during fill 1 of the patient¿s peritoneal dialysis (pd) treatment on the liberty select cycler. The cycler alarmed with an m31 air detected in cassette error twice during drain 0 of 5. No fluid leak was noted. The patient was assisted with bypassing to fill 1 of treatment due to being empty. Upon starting fill 1 the fluid leak was identified. The rn was advised to re-setup treatment with new supplies. Additional information was obtained during follow-up with the rn. The cause of the fluid leak was determined to be a loose connection as a result of a product defect with the liberty cycler set. Treatment was re-setup with new supplies. The patient completed treatment without experiencing an adverse event, serious injury, or requiring medical intervention. No sample was returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius technical support that a fluid leak was discovered from the patient line of the liberty cycler set during fill 1 of the patient¿s peritoneal dialysis (pd) treatment on the liberty select cycler. The cycler alarmed with an m31 air detected in cassette error twice during drain 0 of 5. No fluid leak was noted. The patient was assisted with bypassing to fill 1 of treatment due to being empty. Upon starting fill 1 the fluid leak was identified. It was indicated that the fluid leak was the result of a loose connection. It was not confirmed whether the loose connection was the result of a product defect or user error. No sample was returned to the manufacturer for physical evaluation. No adverse event, serious injury, or required medical intervention was reported. The rn was advised to re-setup treatment with new supplies. Additional information was requested however a response was not received.